Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Crm service notification text (B)(6) 2021, 11:55:10, (B)(4), first contact attempt - successful @ (B)(6). Initial notes: I contacted customer, hippa verified I advised pt that we have received the valid rx from hcp, so we can now ship ngp cot 670g. Inquired what led up to the complaint. Customer response: we have received the valid rx from hcp, so we can now ship ngp cot 670g. Customer's outcome pertaining to the complaint: I send the ngp cot 670g pump to customer. Set proper expectation. Explained to pt I will send a notification to their ctm and that a trainer should reach out to them within 1-2 business days, for training. I send paradigm to ngp transition form for training schedule of customer. Additional notes: played oow cot recording. Explained ngp model being sent (670g). Confirmed the old oow pump will not be returned as per customer, she wants to keep it. Explained that shipment will include: belt clip, silicon case and compatible glucometer. Explained that user guide will be added (if available) and explain ifus can be found on website. Pt uses 7 series paradigm, explain that 3.0 ml can be used with ngp. Explained consumable supplies (reservoir and set) are compatible to ngp pump. Pt currently not using paradigm cgm, inform pt it¿s not compatible with ngp. Informed customer that ngp pump uses a different battery size (aa) than their current paradigm model (aaa). Asked if has access to current pump settings, which are needed for training and set up. Explained to pt I will send a notification to their ctm and that a trainer should reach out to them within 1-2 business days, for training. I send paradigm to ngp transition form for training schedule of customer. Confirmed the shipping address of customer. Adv on overnight shipping, via (B)(6). Adv signature not required. Played out of warranty recording, customer has no question. Delivered by: 10:30 a.m. (B)(6) 2021. Advised also might check medtronic website for other references or guides. Ship: 1 670g, 1 mmt-1152us, 1 acc-1601, 1 acc-822bk, 1 user guide, 1 cs oow le, 1 cs box white/return: 1 mmt-751nah, with sn (B)(4). Crm service notification text (B)(6) 2021, 11:19:08 (B)(4), cust has valid ngp rx on file and is eligible to receive ngp cot pump. Customer will be sent (670g) cot pump. Created zoow RMA with blocked outbound line. Will contact cust to arrange shipment of ngp cot pump. Crm service notification text (B)(6) 2021, 07:52:56, (B)(4). Crm service notification text (B)(6) 2021, 07:52:34 (B)(4), customer concern: cust said the pump died. (B)(4): blank/frozen/partial display/full black screen what led up to the event?: she just changed the battery. Advise customer to disconnect at the quick release: customer completed previously. Is customer calling back with a frozen display after installing a new battery for previous frozen display issue?: no. Is customer calling back to continue troubleshooting for full black screen after being advised to wait 30 minutes for pump to stabilize at room temperature?: no. Is the customer calling back with blank display after receiving a new battery cap?: no. Is customer reporting blank display?: yes. Does pump show signs of physical damage?: yes. Document the type of damage, location of the damage, and how the damage occurred: crack/chipped battery compartment opening. Advise customer the serialized device will need to be replaced: yes. Instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes. Will the serialized device be replaced?: yes. Inform customer about product replacement policy, discussed ngp loaner process, cust agreed. Filled out paradigm replacement request.